Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens haptic broke upon insertion into the eye. The incision was enlarged to remove the lens and another lens was inserted. No suture was required.